Manufacturer narrative:
Initial reporter occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation. Per exemption number e2015057.

Event description:
It was reported that "the battery packs got extremely hot". There was no reported patient involvement or patient harm.

Manufacturer narrative:
H3, h6: one aircast venapro system was returned for evaluation. Both pumps tested good for 8 hours. The reported problem was not coinfirmed.